Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device failed both the impedance and shock tests.  Physio could also hear something rattling around inside the unit.  The device is no longer supported by physio and, as a result, parts are no longer available.  The device was then returned to the customer unrepaired.  It was later confirmed that the device has been permanently removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not working.  The customer further advised that the device would not recognize that therapy electrodes were connected and would continually prompt to "connect electrodes."  The customer was unable to state if this issue was detected during testing or patient use.